Event description:
The clinic reported that a pt with hyperopia treated for an I-sbk (sub-bowmans keratomileusis) laser vision correction in the right (od) eye presented at a one month post-operative examination with an under correction of 3/4 diopter and flap microstriae. The pt is also experiencing blurry and double vision. The pt's bcva is 20/30 od. The pt had an enhancement treatment performed in the od eye at three months following the initial treatment and at one month post enhancement treatment the pt is still experiencing double images.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.